Manufacturer narrative:
D4: UDI - product is not required to be registered. The actual device was not returned to the manufacturing for evaluation. Therefore the investigation was limited to the user facility information provided and quality record review. A review of the device history record and product release decision control sheet of the involved product code/lot # combination was conducted with no relevant findings. A search of the complaint file found no other report with the involved product code/lot# combination. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. The device labeling does address the potential for such an event in the instruction for use (IFU) with statements such as the following: "do not reduce heparin during circulation. Otherwise, blood clotting might occur." Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. H3 other text : actual device discarded

Event description:
The user facility reported a clog in the venous filter of the capiox device during a procedure. Follow up communication with the user facility confirmed the following information; three hours after initiation of circulation, the venous filter became clogged; blood flowed out from the upper part of the venous filter; the blood pooled in the reservoir did not coagulate; the actual sample was changed out; the amount of blood loss is unknown; and the patient has recovered from the above reported serious injury.